Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance. Boston scientific technical services (ts) discussed troubleshooting. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that this device and right ventricular (rv) lead continue to exhibited high out of range shock lead impedance measurements. Boston scientific technical services (ts) recommended commanded shock to evaluate lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted for an unrelated observation. No adverse patient effects were reported.